Event description:
The doctor reported the implant was removed due to osseointegration failure, around 2 weeks after implant placement. Bone quality around the area was type iii and IV, and oral hygiene around the implant was good. No significant findings were observed during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.